Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 20 mmol/l. Customer used a backup pump to deliver a bolus to resolve elevated bg. Customer reverted to using the backup pump for insulin therapy.